Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing in lab. Therapy connector j16 pins were found to have lifted pins, and therefore failed the defib test in the operational check. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A philips field service engineer (fse) reported that when the shock key was pressed during an operational check, nothing happened. There was no reported patient involvement/adverse patient impact. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.